Event description:
It was reported when using the bd synapsys¿ there was incorrect data. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "one colony of growth is populating the batch no growth folder instead of the batch normal flora folder. A tech has seen 2 instances where a recurrent uti "rurin" had one colony of growth, but went to the no growth folder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the customer reported there was a reporting that only one colony of growth is populating the batch no growth folder instead of the batch normal flora folder on synapsys, material number 444150, serial number (B)(6). Service was able to log in and determine the customer did not have the urine culture app installed at the site. This is an unconfirmed failure of a bd product, the root cause is that the license did not exist to support the functionality. Bd will continue to monitor for trends associated with this issue. H3 other text : see h.10.

Event description:
It was reported when using the bd synapsys¿ there was incorrect data. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "one colony of growth is populating the batch no growth folder instead of the batch normal flora folder. A tech has seen 2 instances where a recurrent uti "rurin" had one colony of growth, but went to the no growth folder.